Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer noted the screen was continuously flashing black and white, the cause being the "he fell on his pump." Troubleshooting did not occur. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segment due to constant blank/flashing white light on the display. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.